Manufacturer narrative:
Citation: saito et al. Small left ventricle and clinical outcomes after transcatheter aortic valve replacement. J am heart assoc. 2021 apr 6;10(7):e019543. Doi: 10.1161/jaha.120.019543. Epub 2021 mar 20. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of patients with a small left ventricle who underwent tran scatheter aortic valve replacement (tavr). All data were collected from a japanese multi-center registry between october 2013 and may 2017. The study population included 2,584 patients (predominantly female, mean age 85 years), 74 of which were implanted with a medtronic corevalve (n=38) or evolut r (n=36) bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were 46 deaths within 30 days of implant and 401 all-cause deaths during the follow-up period (median 673 days). The circumstances of the deaths were not disclosed, and no correlation was made between medtronic product and the deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: procedural myocardial infarction (mi), stroke, bleeding, vascular complications, new atrial fibrillation (afib), unspecified arrhythmia requiring new permanent pacemaker, moderate to severe paravalvular leak (pvl), pati ent-prosthesis mismatch (ppm), and conversion to open surgery. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.